Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this patient was scheduled for an upgrade implantable cardioverter defibrillator (ICD). The implanter did a venogram to see weather the vessel was still feasible to do a puncture approach. The guidewire was successfully inserted, whereas the original guidewire was continuously kinked and it was hard to cross the vessel with the originally implanted leads. The lead was then attempted to be inserted but it was not possible to pass the lead through the vessel and the lead kept getting kinked when the lead was pushed forward. The case was thus abandoned. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.